Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 372, 341, 496, 447 and 56 mg/dl. The customer¿s expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 318 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 372 mg/dl date: (B)(6) 2022 time: 09:54 am fasting, result 2: 341 mg/dl date: (B)(6) 2022 time: 10:18 am fasting, result 3: 496 mg/dl date: (B)(6) 2022 time: 05:33 pm fasting, result 4: 447 mg/dl date: (B)(6) 2022 time: 11:34 am fasting, result 5: 56 mg/dl date: (B)(6) 2022 time: 11:22 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 27-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 31-jan-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.